Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented with st segment elevation and chest pain. A synergy¿ drug-eluting stent was then implanted in the left anterior descending (lad) artery. Five hours post procedure, acute thrombosis in the previously implanted synergy¿ stent and stunned anterior wall of left ventricle were noted. Angioplasty in conjunction with a iib 3a bolus/ infusion was then performed to treat the event. The patient's medication was changed from plavix to brilinta. No further complications were reported and the patient remained stable and was recovering fine.